Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away during a foot amputation surgery after going into ventricular tachycardia (vt). Cause of death was noted as untreated ventricular tachycardia (vt)/ventricular fibrillation (vf). The clinicians present reported that the patient went into ventricular tachycardia (vt) and the implantable cardioverter defibrillator (ICD)&#265;d not deliver appropriate therapies. Remote pacemaker transmission reports were later reviewed and found the ICD had appropriately sensed, detected and delivered therapies that had converted the patient for a few beats and then vt/vf resumed. There was also some evidence of external shocks being delivered with device shock therapy occurring soon after unsuccessful external shock therapy. The patient was unable to be successfully resuscitated and passed away.

Manufacturer narrative:
Corrected information: sex,, date of birth.